Event description:
The customer reported approximately two (2) milliliters (ml) of clear fluid overflowed from the mix chamber involving unicel dxh 800 coulter cellular analysis system. The fluid was contained within the unit. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the nrbc mix chamber was draining slowly and not completely. The fse removed a clot from the nrbc mix chamber and replaced the sample line. The fse indicated the plug in the nrbc chamber was due to stopper material, which did not cause any fluid to spill out of the chamber. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility.(B)(4).